Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and found that lateral tube cannot be rotated anymore. Upon functional testing fse found that control module geo has a physical damage (button defective). Fse replaced the defective control module geo to resolve the issue. After replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the lateral arch could not be rotated. No harm has been reported to philips.